Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, a decrease in sensing was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed rv lead dislodgement due to twiddler¿s syndrome. The issue was resolved by explanting and replacing the rv lead. The patient was stable and will continue to be monitored.